Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('2 to 3 spots') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she has not had the hsg confirmation test done". In 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and amenorrhoea ("period stopped"). On an unknown date, the patient experienced stress ("under stress"). The patient was treated with surgery (hysterectomy). Essure was removed. In 2015, the vaginal haemorrhage had resolved. At the time of the report, the amenorrhoea and stress had not resolved. The reporter provided no causality assessment for amenorrhoea and stress with essure. The reporter considered vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number, or sample, was provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received, new reporter and surgery I had hysterectomy were added. Case became potential legal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('2 to 3 spots') in a 28-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she has not had the hsg confirmation test done". In 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and amenorrhoea ("period stopped"). On an unknown date, the patient experienced stress ("under stress") and was found to have weight decreased ("I lost a lot of weight I have been staying around 105"). The patient was treated with surgery (hysterectomy). Essure was removed. In 2015, the vaginal haemorrhage had resolved. At the time of the report, the amenorrhoea and stress had not resolved and the weight decreased outcome was unknown. The reporter provided no causality assessment for amenorrhoea and stress with essure. The reporter considered vaginal haemorrhage and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight decreased. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number, or sample, was provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added: I lost a lot of weight I have been staying around 105. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('2 to 3 spots') in a 28-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she has not had the hsg confirmation test done." In 2015, the patient had essure inserted, releasing product at 20 unk. In 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and amenorrhoea ("period stopped"). On an unknown date, the patient experienced stress ("under stress") and was found to have weight decreased ("I lost a lot of weight I have been staying around 105"). The patient was treated with surgery (hysterectomy). Essure was removed. In 2015, the vaginal haemorrhage had resolved. At the time of the report, the amenorrhoea and stress had not resolved and the weight decreased outcome was unknown. The reporter provided no causality assessment for amenorrhoea and stress with essure. The reporter considered vaginal haemorrhage and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.